Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 06/29/2018. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory (B)(6). Customers concern with all results below her expected range of 90-120mg/dl. Customer has gestational diabetes and does not take any medication to manage diabetes. No adverse event reported.